Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of the complaint database did not show any other reports against the mfg lots. The investigation could not draw any conclusions about the reported pain and device loosening. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or add'l info be rec'd, the investigation will be re-opened.

Event description:
Pt revised for pain, found loose patella.